Event description:
It was reported that upon interrogation, the ventricular lead exhibited oversensing. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4)